Manufacturer narrative:
The device was received for evaluation. During functional testing, flow rate accuracy testing failed over 21 ml was reproduced. The event history log review was performed. The condition of the IV set, IV bag, and set up are unknown. An event occurrence date was not provided, however the last day of customer use revealed 5 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. The user programmed another infusion at a rate of 100 ml/hr and a vtbi of 50 ml. The pump alarmed "downstream occlusion!" Twice and the infusion was auto-restarted both times. The pump then alarmed "air-in-line!" And the user unloaded and reloaded the set and cleared the alarm. The infusion was restarted. No further conclusions could be drawn at this time. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed m2/m3 springs when disassembling the mech door and also pressure plate travel out of adjustment. Pressure plate travel requires readjustment, and the m2/m3 springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a flow rate accuracy testing failed over 21ml during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.